Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00313. Related manufacturer reference number: 2938836-2020-00314. It was reported that patient was noted to have a skin infection and device was visible at wound site. The patient was taken to the operating room for system removal. A new right ventricular lead was placed, and the explanted device was attached to the new lead outside of the body creating a permanent/temporary pacemaker. The right atrial lead was explanted, and the right ventricular lead was explanted and sent for cultures. The patient was stable and was on IV antibiotic therapy. On (B)(6) 2020, a new system was implanted. The patient was stable.